Event description:
Iab rupture, no adverse events. On (B)(6) 2012: 2300 iabp waveform change identified, verified by second rn. The 2318 iabp alarming to check catheter. Blood noted in tubing. (B)(6) pt seen by cardiologist and iab removed at this time, femostop applied to the groin. Note: current status: pt expired.

Manufacturer narrative:
Product condition received. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A portion of the luer fitting and extracorporeal tubing was not returned. One kink was found on the catheter tubing near the y-fitting approximately 76.5 cm from the iab tip. It is difficult to determine when the kink occurred. It may have occurred during iab removal, during iabp therapy, from pt movement, or while packaging/shipping the iab back for evaluation. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal measuring 0.025 cm in length. Conclusion: under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The membrane penetration located within an abrasion mark is typical of that produced by contact with calcified plaque during counterpulsation therapy. A review of the device history does not indicate any lot specific issues. (B)(4).